Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a dinner meal while using the ilet, with prolonged hyperglycemia earlier in the day leading to algorithm-driven correction insulin and subsequent low glucose later that night; the user did not perform a fingerstick and disconnected from the ilet during the event, and there were no device alarms. Symptoms included low blood glucose measured at 50 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral glucose tablets and regular soda, after which glucose returned to the target range without medical intervention or assistance. Investigation included review of device data and user history, along with troubleshooting and education. Investigation of this case revealed likely algorithm maladaptation due to reported illness of food poisoning the previous day, with limited meal announcements, missed or imprecise meal announcements on subsequent days, prolonged pre-meal hyperglycemia with corrective insulin delivery, and possible late meal announcement at dinner, all contributing to increased insulin on board and the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error related to inconsistent meal announcements and recent illness affecting algorithm adaptation.